Event description:
It was reported that during an endoscopic vein harvesting procedure, after completing 90% of the procedure, it was noticed that the device would not turn off when released. A new bisector was opened and used to complete the procedure. No patient complications have been reported.

Manufacturer narrative:
Investigation results: a visual inspection was conducted on the device. No non-conformances were observed. Testing was completed, and it was concluded that the device was functioning normally; therefore, the customer's complaint of not turning off is not confirmed.